Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was displaying high and the bg meter readings were over 400mg/dl. The patient treated herself with insulin and waited. When she did not see a movement in her glucose values, she treated herself again; however, her bg level dropped. The patient stated when she plummeted, she ate a glucose tab, her bg level dropped into the high 40¿s mg/dl and decided to drink 2 bottles of glucose shot (15g). The patient¿s son called emergency medical services (ems) because of the patient¿s glucose levels dropped and when they arrived, they checked the patient¿s bg and it was 90mg/dl. Ems advised the patient to eat protein. After eating, the ems left, and the patient checked her bgs value and both the bg meter and the cgm were in the upper 300¿s mg/dl. At the time of contact, the patient was doing fine. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined. Reportedly, the patient was taking medication containing acetaminophen. Labeling indicates: taking medications with acetaminophen (such as tylenol or excedrin® extra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person. Reportedly, the patient used multiple bg meters throughout the same sensor session. Labeling indicates: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate.